Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, an erosion into rectum of tacks following a laparoscopic ventral mesh rectopexy performed in another hospital.